Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue. To address the issue the stm replaced the lcd display screen and installed the upgrade kit for the new style screen. The stm tested the screen to ensure it was functioning. The stm informed the facility biomed that the preventive maintenance, 5000hr kit and the batteries are due; the facility biomed indicated that they will perform the due maintenance on their own. In addition the stm stated that there was no cable with the iabp to test patient leakage for the electrical safety test. The iabp was not cleared for clinical service. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) was distorted, difficult to read. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event, and the customer reported that the required maintenance of the iabp unit had been done according to OEM recommendation and it has been cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) was distorted, difficult to read. There was no patient involvement and no adverse event was reported.